Event description:
It was reported that the healthcare professional (hcp) requested review of atrial tachy response (atr) episodes to confirm device operation of this pacemaker. Boston scientific technical services (ts) discussed the possibility that the right ventricular automatic threshold (rvat) test might be causing the atrial flutter (af). Reprogramming options were discussed such as turning off the rvat to verify if these types of episodes stop. No adverse patient effects were reported. At this time, this device remains in service.